Event description:
Mechanical lift, in use with resident, malfunctioned causing resident to fall back to edge of bed. Staff was able to secure resident with no injury. A bar connecting the spreadable legs for the wheels sheared off during the operation.